Manufacturer narrative:
Product analysis showed that the device was working in accordance to specifications however, it looked that the operator was inadequately trained due to failure to obtain proper training. No impact on the user. A product incident report (B)(4) to assess the issue was initiated on april the 4th, 2018

Event description:
During a gc80 scanning of the patient forearm, the technician was using the remote to lower the table onto the patient's legs. The patient got scared and pushed out from under the gc80's table scraping his legs.